Event description:
It was reported, that while a patient was hospitalized for a knee surgery, the patient experienced a fever and infection coincident to peritoneal dialysis (pd) therapy. The type or cause of the infection was unknown and it was unknown if the infection was peritonitis. It was not reported if the infection prolonged the patient?s hospital stay. The patient was treated for the infection with an unknown antibiotic (route not reported, dosage and frequency not reported). On an unreported date, the fever resolved. Outcome of infection was not reported.

Manufacturer narrative:
(B)(4). The onset of infection occurred on an unreported day on or after (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.